Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the provided information and since the complaint device was not returned, it was not possible to determine the exact cause of this event; however the most likely cause can be related to the patient condition. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a male patient underwent taa repair. The patient's anatomy was suitable for endovascular repair, despite calcification in the access vessel. Advancement of zteg-2p-32-200-pf from the right femoral was successful, but the advancement of tbe-36-77-pf from the right femoral was very difficult. The user determined it was due to partial calcification and it was risky to try to advance it further, so he completed the procedure without placing other stent grafts. Patient outcome: the patient did not experience any adverse effects due to this occurrence.